Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, this cardiac resynchronization therapy defibrillator (crt-d) was found to have been programmed to stat pace programming during the patient's previous device follow-up visit, which was unexpected. The device settings were questioned, which were noted to be vvi 60, with high outputs of 7.5v@1.0 milliseconds (ms) and bi-ventricular pacing. It was noted that the device longevity revealed 2 years remaining. Technical services (ts) discussed that these settings were due to stat pace programming. It was noted that the device was reprogrammed, and ts noted the longevity would re-adjust. No adverse patient effects were reported.